Event description:
A physician attempted an arteriotomy closure of the femoral artery with a starclose after an interventional procedure to place a stent. The position and size of the artery appeared fine and the clip was deployed. Ten mins post the procedure, the pt was diagnosed with a retroperitoneal bleed. The pt was taken to surgery for a surgical repair.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.